Event description:
It was reported that about one month ago, the patient suddenly experienced a very loud sound. All external parts have been exchanged, but the patient was still able to hear the loud sound. Testing was carried out which showed all electrode channels with status 'ok'.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.